Event description:
The customer reported that while the unit was in use monitoring a patient, the unit displayed a reading of 1290 for tidal volume, when the tidal volume was set to 600. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the external flow sensor. In unrelated repairs, he also replaced the bellows valves and tightened one bellows dome mount. The unit was tested to factory specification. It functioned normally and was returned to the customer.